Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the multiple devices were not connecting to server. A technical support specialist (tss) connected to the application server and reviewed station communication status and showed multiple stations stopped communicating at approximately. The customer confirmed the stations had been rebooted with no improvement and indicated the issue was likely related to the hospital network. The hospital information technology (it) team addressed the network issue. Subsequent communication from the customer confirmed the issue affecting multiple stations was resolved. Tss verified via remote support service (rss) and station logs that all stations were online and communicating. Customer approval was obtained to close the case. The system functioned as intended after technical support specialist and hospital it team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user indicated that six pyxis rw-gi1, rw-gi2, rw-gi3, rw-gi4, rw-urgent and rw-day surg were not connected to the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.